Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: the keypad was torn off at the contrast button, all keypad buttons were not responding when pressed, the contrast key contact was missing, the up arrow key contact was inverted, and there was evidence of adhesive/contamination under the all key contacts.

Event description:
It was reported that the pump is not responding when the up and down arrow buttons are pressed and the buttons feel flat. The pt's father also indicated that there is a tear at the up arrow button. The pump reportedly has not been exposed to water. There was no adverse event associated with this complaint.